Event description:
It was reported that the user experienced overnight hypoglycemia after announcing multiple meals within a short interval, including at least one announcement without food intake, which led to excess insulin dosing and subsequent low glucose events. Investigation included a review of device data and user history. Investigation of this case revealed that lows consistently followed meal announcements made at approximately 100 mg/dl and that multiple announcements in close succession contributed to the event. Symptoms included dizziness associated with low blood glucose treated with oral carbohydrates. Outcomes included user education completed with guidance to avoid announcing meals when not eating and to consider additional training if needed. It was concluded that the device functioned as designed and that user interaction, specifically inappropriate meal announcements, was the probable cause.